Manufacturer narrative:
G4: 05oct2020. B4: 05oct2020. After evaluation of the device by the customer, there was no confirmed device malfunction. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25sep2020.

Event description:
It was reported to philips that the device triggered a patient occlusion alarm. The device was in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer to perform a full performance verification test (pvt). The customer responded to the rse on 10-sep-2020 that the pvt was performed and there were no issues found.

Manufacturer narrative:
G4: 30sep2020; b4: 01oct2020. The customer stated the device was being set up for use at the time of the event. Another v60 was brought in to use on the patient. There was no delay to the patient's care as a result of this event. A good faith effort was made and the customer stated that a full performance verification test (pvt) was run on the device and all tests passes and were within specifications. The customer placed the device back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6) 2020 b4: 02oct2020 conclusion updated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.